Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was an image issue of no image due to water invasion from a perforated cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd autoclavable camera head image did not appear. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed because communication failure occurred due to faulty cable. As to the cause of the faulty cable, it is likely the cable was broken because water entered from the damaged protector of the cable. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged.¿ ¿never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ ¿never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
The event occurred during a therapeutic procedure, and was completed using a similar device without any delay.